Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is possible that a high-frequency treatment device was used without a sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope, an olympus asset, with no reported complaint. During device evaluation, scorch marks were observed on the tip cover, and the forceps holder was found to be burnt. There was no patient involvement.